Manufacturer narrative:
(B)(4).

Event description:
A customer observed a piece of black particle inside the dialyzer after treatment when the blood was being rinsed back to the patient. Reportedly, the black particle moved around the membrane. The date of this event is unknown.